Event description:
The facility reported that the scissor blade broke off when cutting an iol. The broken blade was removed and there was no impact to the pt.

Manufacturer narrative:
At the time of this report, the device had not been returned for evaluation.